Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j11037r49, implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, lot# j0039935r, implanted: (B)(6) 2000, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient receiving 1,000 to 2,000 mcg/ml gablofen at a dose of 281 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient had respiratory issues on (B)(6) 2017 following a pump replacement with a catheter prime volume of 0.3 ml (unknown catheter volume but in the notes section of the physician programmer it stated an unknown volume of 0.3ml) and pump tubing of 0.199 ml per the rep. The existing catheter had been aspirated of 1-2 ml with a concentration of 1000 mcg/ml while the new pump reservoir had 2000 mcg/ml. A back table prime was not done according to the rep. These respiratory issues were regarded as a sudden change in therapy. The root cause of the respiratory issues was determined to be the unknown catheter length. As troubleshooting the dose was lowered when respiratory rate was too low. No further actions/interventions were taken to resolve the issue and it was unknown if the issue was resolved.